Event description:
It was reported that the thresholds had increased one week post implant and that a perforation was suspected. Follow-up indicates perforation was then confirmed and managed by surgery at which time the lead was removed and replaced with an epicardial lead. No further pt complications were reported as a result of this event.